Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the black box shows several loss of prime warnings associated with a low non-zero force beginning on (B)(6) 2012 and the deliveries never resumed. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The force sensor calibration is out of specifications. Investigation revealed that the force sensor pins seated and solder connections intact. Force sensor resistance is out of specifications. No contamination found in force sensor housing. Dimple was observed on force sensor housing and shim plate. The display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a pinkish contrast screen and a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2015.